Event description:
Rhonda johnson contacted technical services when a patient presented via a merlin home transmission showing nsrvo due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular lead.the patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed off. Technical service discussed leaving the ventricular post-paced threshold start at auto and leaving the ventricular post-paced decay delay at auto. Consider turning lfa on.